Event description:
Soft contact lens wearer-acuvue 2- who uses renu with moistureloc solution with 3 week history of pain, discomfort of her left eye treated by primary care doctor with tobradex with improvement and resumption of contact lens wear followed by new pain in the right eye approx 4/10. Referred to my practice 4/12 with multiple infiltrates in the right eye greater than the left. The pt was cultured on the right cornea and contact lens/case. She was started on vigamox and natamycin drops. Cultures from right eye and contact lens case were positive for fusarium.